Event description:
The customer reported, system had an error message displayed on mainframe which required rebooting of system to complete the case. The case was completed successfully, and no pt injury was reported.

Manufacturer narrative:
Error code displayed.